Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Stent struts of the most proximal stent strut row were lifted from the stent profile and bent back distally. The undamaged section of the crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-mar-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified mid left anterior descending (lad) artery. Following pre-dilation using a 2.0x15mm non-bsc balloon catheter, a 2.50x20mm synergy¿ drug-eluting stent was advanced but device had difficulties in crossing proximal lad due to severe lesion bend. The device was removed and the procedure was completed with a 2.5x18mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, device analysis revealed proximal stent damage.